Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not replicate nor confirm the complaint "carriage doesn¿t lock". In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the carriage of universal surgical manipulator (usm) 4 was not locking and was able to move freely. The system was not connected to the network, so the technical support engineer could not review the logs. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive followed up and obtained additional information. No injuries were reported. The surgeon was able to continue using the robot but with sporadic loss of function of the usm. Procedure was completed robotically.